Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh removal, perineoplasty, and a+p repair on (B)(6) 2007.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to sui and pelvic organ prolapse. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections, nocturia, incontinence, frequency, urinary leakage, incomplete bladder emptying, and microscopic hematuria.

Event description:
It was reported that following insertion, the patient experienced recurrent urinary tract infections, nocturia, incontinence, frequency, urinary leakage, incomplete bladder emptying, and microscopic hematuria.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and additional mesh and sling were implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2015-07704 and 2210968-2015-07701. The same patient is represented in each medwatch.